Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. Upon impella removal, perclose was cinched but did not take properly. An eight french angioseal was deployed and manual pressure was held. An angiogram was performed and bleeding was noted. The medical doctor opted to place a femoral stent which solved the problem. The procedure outcome was successful with this device. The pump is not available for investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/ major bleed: the cause of the bleed cannot be determined since insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks. H6 medical device problem code a150207 was erroneously entered on the initial manufacturer device report.